Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead went to the hospital after experiencing a loss of consciousness. A holter monitor was used to evaluate the patient¿s heart rhythm. The associated pacemaker was not interrogated while the patient was being seen. The physician suspected a pacing failure or possible lead fracture and the printouts were sent to boston scientific technical services (ts) for further evaluation. No additional adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
At this time, this rv lead remains implanted and in service. The patient was sent home but will be seen in a week. No additional information is available. Once the printouts are analyzed, this report will be updated.

Manufacturer narrative:
Printouts were sent to boston scientific technical services for further evaluation. A ts consultant reviewed the data and discussed that the rate was variable and was not consistent with the programmed device parameters. There were pauses in pacing where the rate fell below the lower rate limit of 60 bpm but it lasted for less than two seconds. The ts consultant discussed that these observations are indicative of oversensing of a non-cardiac signal that could be due to either a lead fracture or insulation damage. Several troubleshooting techniques were also suggested to help further determine the possible root cause to the clinical observations. At this time, this rv lead remains implanted and in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was reported that the patient was seen again for a follow up visit. All lead measurements were normal and there were no episodes recorded in the device's memory. The device was reprogrammed and the physician reported that the device and lead are operating normally. No additional adverse patient effects were reported. This rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.